Event description:
It was reported that while using the bd vacutainer® serum blood collection tubes that there was discolored / abnormal additive form. The following information was provided by the initial reporter: distributor, on behalf of customer, reports discoloration in tubing for cat 367815 lots 2147731, 2172196, and 2161733.

Manufacturer narrative:
H.6. Investigation summary: bd received 3 samples from lot# 2147731, 1 sample from lot# 2161733, and 1 sample from lot# 2172196 in addition to 1 photo for investigation. The photo and customer samples was reviewed and the indicated failure mode for additive abnormality was not observed. Additionally, 30 retention samples for each lot from bd inventory, were evaluated by visual examination and the issue of additive abnormality was observed on lots 2147731 and 2172196. No additive abnormality was observed on lot 2161733. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality for lots 2147731 and 2172196 but unconfirmed on lot 2161733. The following additional lot information was corrected: d4. Medical device lot #: 2147731 d4. Medical device expiration date: 2023-10-31 h4. Device manufacture date: 2022-05-27

Event description:
It was reported that while using the bd vacutainer® serum blood collection tubes that there was discolored / abnormal additive form. The following information was provided by the initial reporter: distributor, on behalf of customer, reports discoloration in tubing for cat 367815 lots 2147731, 2172196, and 2161733.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2161733. D4. Medical device expiration date: 2023-10-31. H4. Device manufacture date: 06/10/2022. D4. Medical device lot #: 2172196. D4. Medical device expiration date: 2023-10-31. H4. Device manufacture date: 2022-05-27. D4. Medical device lot #: 2172196. D4. Medical device expiration date: 2023-11-30. H4. Device manufacture date: 2022-06-21. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.